Manufacturer narrative:
Device evaluation: the returned device was evaluated. The device was given functional testing. The functional testing showed a "no disposable" alarm did occur after the device was powered on. The issue was determined caused by an issue with the downstream occlusion sensor/cassette detector. The cause of the component issue was not established.

Event description:
It was reported that the device gave a "double beep" alarm with no cassette attached. No known adverse effects to patient.